Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no physical damage was found. Review of the archive data found no significant issues. During functional testing, it was observed that the lcd backlight did not illuminate after the device was powered on. Further investigation found a faulty processor board (pb). To resolve the issue the pb was replaced. In summary, the primary complaint was confirmed. The autopulse platform is a reusable device and was manufactured on 3/31/2016. The platform passed all final testing criteria

Event description:
It was reported that the backlight on the autopulse platform (s/n: (B)(4)) did not illuminate after the device was powered on. There was no patient involvement reported.